Event description:
It was reported that a patient had not felt any stimulation after he had done stretching exercises. After impedances were checked, three contacts had values >10000 ohms. Patient status at time of this report was alive with no injury/no adverse event. The physician asked for a radiological examination. Less than 50% therapy relief were noted as patient symptoms/complications. Additional information has been requested but was not available as of the date of this report.

Event description:
Follow up information received reported that there was no troubleshooting performed and that there was no further information available regarding the patient's status/outcome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical device: product ID: 37081-40, serial#: unknown, implanted: (B)(6) 2012, product type: extension. (B)(4).